Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complained product was returned with the packaging and the reported event could be confirmed. There is a foreign material in one of the bore holes of the shell. There is blood as well as tissue seen on the shell, which as per reported event are from the gloves in the operating theater. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. The most likely root cause is a manufacturing issue involving the blasting cover for the bore hole of the shell. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a piece of plastic was noticed inside one of the cup's holes. The packaging was intact. The cup was removed from the operating room and a new item was used to complete the surgery. The cup did not touch the patient's body. Due diligence is in progress for this complaint; to date no additional information or product has been received.